Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5108792) that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 350cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including fatigue, brain fog, diagnosed with chronic fatigue syndrome, joint pain, muscle pain, dry eyes, hypothyroidism, irritable bowel syndrome, tinnitus, hair loss, food intolerances, hives, heart palpitations, depression, anxiety, night sweats, low sex hormones, dry and brittle hair and nails, and recurrent bacterial infections (utis and bacterial vaginosis), and weight gain along with weight loss resistance .no device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation and replacement with allergan gel breast prostheses on (B)(6) 2016. It was reported that the symptoms continued after replacement surgery. The patient later underwent bilateral explantation of the allergan breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 07-jun-2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).